Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that when they were sleeping the pod started alarming and they didn't hear it. The pod was worn for 4 to 24 hours on the back. When they woke up in the morning they felt absolutely terrible and vomited multiple times so they went to their doctors. Then they were sent to the hospital. The patient had very high blood glucose levels of above 500 mg/dl. The patient was treated with intravenous therapy with fluids.